Event description:
On (B)(6) 2014, the reporter stated that the patient was hospitalized on (B)(6) 2014 for ketoacidosis. The reporter said that the patient¿s blood glucose (bg) on arrival was 306 mg/dl with chest pain, vomiting, and nausea. It was said that the patient was removed from the pump and received intravenous insulin delivery. The reporter noted that the patient resumed pump therapy during hospitalization and experienced bg of 493 mg/dl and 513 mg/dl. The reporter stated that the patient¿s health care provider requested a new pump and patient then remained on insulin injections while awaiting pump delivery. The reporter reviewed the pump with customer technical support and discovered no problems with the settings or delivery. It was also noted that there were no anomalies with the infusion site and that a new infusion set had been placed one day prior to hospitalization. This complaint is being reported because the patient experienced a serious hyperglycemic event and the pump cannot be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: a review of the pump history showed that the pump was manually suspended on (B)(6) 2014 at 09:33 and then manually resumed on (B)(6) 2014 at 10:03. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the alarm history did not find any alarms related to the complaint; only typical usage was observed. The insulin remaining was correctly calculated during testing. A delivery accuracy test was performed and the pump was found to be delivering within required specifications. No alarms occurred during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.